Event description:
Additional information received from a health care provider (hcp) indicated that as of 2019-jan-14, the pump was still stalled and audibly alarming. Technical services helped the hcp program the silencing of the motor stall alarm.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who received fentanyl 428.0mcg/ml; 107.0mcg/day, bupivacaine 20.0mg/ml; 5.0mg/day, unknown baclofen 92.8mcg/ml; 23.2mcd/day, and unknown morphine 1.7mg/ml; 0.425mg/day in an implantable pump for non-malignant pain. The patient was seen for a refill on (B)(6) 2018. The low reservoir alarm was sent to have occurred on (B)(6) 2018. Per the patient, they heard the pump alarm in the middle of the night. Review of the pump logs indicated the motor stall occurred at 23:44 (programmer was already programmed an hour ahead due to daylight savings) on (B)(6) 2018 with no recorded recovery. The patient decided to refill the pump on (B)(6) 2018. The hcp reported the pump was still alarming. It was stated the patient did not have any mris or around any sources of electromagnetic interference (emi). No symptoms were reported. The hcp was directed to follow-up with the managing hcp. No further information was provided.